Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 06 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, the cause to the issues touch screen showing blank including blackout of touch panel and no image was not determined. However, it is likely the issue of light intensity is very low is due to faulty led (light-emitting diode ) unit. No root cause could be identified of the events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center touch screen is showing blank including blackout of touch panel. The issue occurred during maintenance. There were no reports of patient harm.